Manufacturer narrative:
Ge healthcare investigation conclusion that although clinical analysis indicates the patient injury and death was caused by the underlying patient condition, it cannot be conclusively determined whether or not the display failure and subsequent machine replacement contributed to the event, therefore root cause of the patient injury and death cannot be conclusively determined.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the display blacked out and the ventilation stopped, which resulted in a severe drop in the patient's saturation. The patient was transferred to another ventilator, however, patient saturation kept on fluctuating after the incident and it did not stabilize. The patient passed away after 24 hour.